Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomed dept with a note "pendant fault". No tracking info was provided; ; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the keypad test for the pendant in the biomed mode. Further testing at the user facility found the pendant jack was intact but loose. The pendant jack was tighten. The pt pendant was re-tested and did not give a dose when pressed. No add'l info was provided.

Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.